Event description:
It was reported that "dr (B)(6) was placing a 9 x 30 x 0 unilif into the interbody space. He began to mallet onto the inserter and upon impaction the cage broke into many pieces... (Maybe 7 total) and the inserter plunged into the spinal cord causing a massive dural tear and a drop in neuromonitoring responses."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.